Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: a review of the pump history showed that the data from event date was not available. The available black box showed partially discharged batteries being installed resulting in replace battery alarms. The pump was returned with corrosion in the battery compartment; the battery compartment was cracked on the side at the threads. The battery cap was not returned. A test battery cap was able to attach to the pump and power it on. Current draws measured within specifications. A leak test revealed a battery compartment leak. The pump case was removed and no evidence of moisture ingress was observed. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.